Event description:
It was reported when the device was used in a laparoscopic nissen fundoplication, during insertion the cap broke off. The case was completed with a similar device. There was no consequence to the patient.